Event description:
Uncomfortable - vagina [vulvovaginal discomfort]. Vagina discomfort - tampon [medical device site discomfort]. Vagina - soreness [vulvovaginal pain]. Vagina soreness - tampon [medical device site pain]. Tampon loaded backwards [device physical property issue]. Tampon loaded backwards...string inserted first [complication of device insertion]. Case description: consumer reported via e-mail that tampon was loaded backwards and string was inserted first. No serious injury reported.

Manufacturer narrative:
No failure could be identified as a result of the investigation.